Event description:
The patient reported the piston rod of her insulin infusion device is not properly retracting. She stated she has switched to her backup infusion device. To troubleshoot, the battery type was checked and the pt was instructed on how to change the setting for a rechargeable battery. The pt was instructed to perform the change, the cartridge procedure, and the piston rod began to return but then stopped in the middle of the return before retracting. Another battery was used with the same results. The pt did not report any blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address this issue. Product was replaced and requested to be returned for eval.